Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Clinical patient had a xen 45 gel stent implanted in the left eye. Roughly 5 months later, patient had elevated iop and was started on travatan z. Patient returned less than 2 months later and the iop was at 28mmhg. Patient's pressure then noted to rise to 31mmhg a few weeks later. Xen revision was performed due to elevated iop near flat bleb with some encapsulation posteriorly. An ahmed tube was ultimately inserted on the date of the revision to alleviate pressure. Other treatment medications included ocuflox and prednisolone acetate eye drops. Events resolved.